Event description:
According to the reporter, during an open colorectal anastomosis in the context of endometriosis procedure, at the time of anastomosis, the device cut the tissue, but some staples did not deploy. Leading to 2 sections of the 28mm staple line with no anastomosis. The surgeon used a new device to carry out a new resection and re-staple the anastomosis. This led to tissue damage and extended surgical time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was broken safety. The product analysis noted evidence that the device was not used as intended. This issue can occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.